Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation received inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks, which led to therapy exhaustion. There was noise on the shock channel, which appeared to be myopotential noise. The device was reprogrammed to increase the rate cut off in the ventricular tachycardia (vt) zone. Further programming options were discussed. No adverse patient effects were reported. The lead remains in service.